Event description:
It was reported that the pt continued to have pain and on or about (B)(6) 2010, dr (B)(6) performed a left knee arthroscopy and determined that the complications related to her prosthetic knee were due to synovitis and fibrous adhesions in her knee causing him to perform a synovectomy at the time. The pt continued to have pain and complications with their left knee. On or about (B)(6) 2011, the pt underwent a second knee replacement surgery by dr (B)(6). Dr (B)(6) surgical note reports that the femoral side of the prosthetic knee was loose and the bone around it was soft and had not properly grown into the replacement joint. Dr (B)(6) successfully revised and repaired the earlier replacement knee joint.

Manufacturer narrative:
The info in this report was provided by stryker legal affairs. No add'l info is available at this time. The devices are not available due to the ongoing litigation.